Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter leaked from the balloon inflation port.

Event description:
It was reported that the catheter leaked from the balloon inflation port.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause balloon to burst." The device was not returned.

Event description:
It was reported that the catheter leaked from the balloon inflation port.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. Per the evaluation, no abnormalities were noted on the returned sample. There was no leakage found on the catheter upon inflation with the water. Therefore, the reported event is unconfirmed based on the evaluation findings. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warning: on catheter, do not use ointments o lubricants having petrolatum base. They will damage latex and may cause balloon to burst." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.